Event description:
Customer stated that when the brakes were operated, they would engage, however, they would not hold.

Manufacturer narrative:
The technician determined that the brake casters needed to be replaced. The technician replaced the brake casters, which resolved the issue. The equipment is operating within specifications. Pursuant to our response to warning letter in 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.